Event description:
The customer stated that she received a blood glucose reading that was lower than usual. While troubleshooting, she performed control tests and received a result of 53 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.